Event description:
It was reported that during an unknown procedure, malformed clips were deployed after the device was fired several times. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: trigger. The analysis results found that the instrument er320 was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and after several actuations no clips were fed into the jaws; therefore, the reported event could not be evaluated. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the trigger was found to be broken; condition that led to the feeding issue. No conclusion could be reached as to what may have caused the damage of the trigger. The batch record was reviewed and no anomalies were noted during the manufacturing process.